Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) triggered an alert for bd error code. Data analysis was performed, and boston scientific technical services confirmed that the device data showed power consumption was increasing in a gradual fashion. Technical services recommendation to replace this device due to the anomaly. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) triggered an alert for bd error code. Data analysis was performed, and boston scientific technical services confirmed that the device data showed power consumption was increasing in a gradual fashion. Technical services recommendation to replace this device due to the anomaly. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Multiple attempts were made to obtain information regarding the return and unfortunately we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) triggered an alert for bd error code. Data analysis was performed, and boston scientific technical services confirmed that the device data showed power consumption was increasing in a gradual fashion. Technical services recommendation to replace this device due to the anomaly. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.